Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) had been stored in the trunk of this representative's car in temperatures around 40 degrees. It was reported that the device was warmed up and the battery status re-checked (via inductive telemetry). The voltage reading was noted to be 3.2v, but the gas gauge needle was not at bol (beginning of life).